Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the front enclosure, bottom enclosure, and the battery lock were damaged. It was also observed that one of the load plate screws was missing. The physical damages found during visual inspection is not related to the reported event of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) fault. The damages appear to have been caused by normal wear and tear (autopulse manufactured in september of 2008). A review of the archive was performed and the reported complaint of a ua 7 fault was confirmed. The archive data shows that multiple ua 7 faults occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue of a ua 7 fault was verified. Upon power up of the platform, ua 7 fault was observed. It was found that one of the load cells was not functioning. Based on the investigation, the parts that were identified for replacement were the load cell single point, front enclosure, bottom enclosure, and the battery lock. In addition, the load plate screw was installed. In summary, the reported complaint of a ua 7 fault was confirmed based on the archive review and during functional testing. The fault was found to be due to the non-functional load cell. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of the load cell and the damaged parts, the platform passed all testing criteria.

Event description:
It was reported that during a morning shift check, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message upon power up. Customer attempted to clear the message by retracting the lifeband; however, the lifeband did not retract and the message did not clear. No patient involvement was reported. No further information was provided.